Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 3006705815-2018-02299. It was reported the patient underwent surgical intervention to revise her scs leads due to the patient experiencing ineffective stimulation therapy. Reportedly, the patient's scs leads were replaced with a surgical style lead and the issue was resolved.